Event description:
The pt reported a bent connector needle on her infusion set. She stated she was unable to connect the two tubings of the infusion set because the connector needle was bent. She changed the infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for eval.